Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (multiple abnormal shutdowns) was confirmed. Upon evaluation, the u104 processor was intermittent. The cause of the abnormal shutdowns is the intermittent processor. The root cause of the intermittent processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor produce service code 107 - multiple abnormal shutdowns.